Event description:
A customer observed false negative anti-hbc igm results on two patient samples. Quality control results were within expected ranges. The false negative results were not reported and there was no allegation of harm. False negative results may lead to inappropriate physician action. This report corresponds to orth-clinical diagnostic, inc.

Manufacturer narrative:
Investigation into this event showed that the cause of the discordant results is consistent with user errors as the customer used a reagent pack beyond its open expiration dating and also used samples that may have been compromised during preanalytical handling and storage of samples (multiple freeze thaw cycles). The root cause of the event is user error.